Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7075557 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7077138 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain coverage and expressed a desire for broader stimulation. To address this issue, a revision procedure was performed, which included explantation of the system. The patient is currently awaiting their post-operative appointment. No additional adverse effects have been reported. At present, the location of the device remains unknown.

Manufacturer narrative:
Correction to the initial MDR, in blocks h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7075557, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077138, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain coverage and expressed a desire for broader stimulation. To address this issue, a revision procedure was performed, which included explanation of the system. The patient is currently awaiting their post-operative appointment. No additional adverse effects have been reported. At present, the location of the device remains unknown. Additional information indicates that the spinal cord stimulation (scs) patient underwent a revision procedure to address new pain areas. It was noted that device explantation was not performed. As there are no reportable allegations concerning device performance and no serious injury has occurred, the complaint has been reclassified as non-reportable in accordance with established criteria.